Event description:
It was reported that this lead was part of a system revision due to erosion and infection. Reportedly, the device was uncomfortable and the physician expressed concern about pocket erosion. There were no additional adverse patient effects reported. The lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.